Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynx grip vascular closure device was unable to insert into the sheath completely. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
A 6f/7f mynxgrip vascular closure device was unable to insert into the sheath completely. There was no reported patient injury. The mynx vcd used in was interventional peripheral procedure. The user was mynx certified. The product was stored properly according to the instructions for use (IFU). A non-cordis sheath was used with the mynx device. The patient was not morbidly obese. The procedure used a retrograde approach. There was no excess force applied during insertion. The vessel tortuosity was unknown. There was no damage in distal end of the sheath after removal. Hemostasis was achieved by using another manufacturer¿s device. The patient was not hospitalized nor was the hospitalization extended as a result of the event. The patient¿s outcome/status was recovered after the mynx event. Additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned with the device for investigation. No other visual damages or anomalies were observed. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion test on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed during analysis of the returned device. Without the return of the procedural sheath, a complete physical investigation could not be performed. The device preformed as intended during functional analysis with a lab introducer sheath. Based on the information provided, the condition of the returned device and the investigation performed, the exact cause of the reported event could not be conclusively determined. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.